Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient  fell on (B)(6) 2021 and x-rays on (B)(6) 2021 showed leads have migrated. Representative tried several times to get therapeutic response but unable to after multiple tries. It was noted the patient also had MRI, and CT scan. The patient's leads were explanted and replaced. The issue was resolved  without sequelae (B)(6) 2022. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jul-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jul-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.